Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor was placed on the abdomen with obstruction between the transmitter and pump, and subsequently out of range issues occurred for greater than 15 minutes with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 128 mg/dl. Reportedly, the customer regained connection and continued to use the pump for insulin therapy.